Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a tulip filter was placed prior to abdominal surgery. During abdominal surgery it was discovered the filter has perforated ivc. The filter was removed and then the ivc was ligated. The patient was stable after that. Three fluoroscopic images from ivc filter placement was provided for clinical assessment. Per clinical assessment impressions ¿the most likely cause of the ivc filter perforation is due to manipulations performed during surgery¿. Review of device history record showed no evidence to suggest that the device was not manufactured according to specification. According to instruction for use vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Based on the provided information and clinical assessment the most likely cause of event is due to manipulations performed during abdominal surgery. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a patient with a previously placed ivc filter was undergoing abdominal surgery. Things got moved around during surgery and the physician noted that the filter legs perforated of the ivc. Physician placed a tulip filter on (B)(6) 2019, and the patient had surgery sometime after that in the abdominal area. During the surgery, they noticed that the filter had perforated the vena cava wall. The surgeons asked physician about it, and he said that it was most likely due to the fact that they were moving things around a lot in her abdomen and the filter therefore got moved. Three of the filter¿s legs were perforating the vena cava. Patient outcome: the ivc was opened and the filter was removed and then the ivc was ligated. The patient is stable.